Event description:
Physician suspected possible thrombus formation with resultant cva two weeks post device implantation. Patient hospitalized in another site. The treating physician reported that the patient's neurological deficit completely resolved. The transthoracic echos sent the implanting physician show a well-placed asd device with no clear thrombus. At this point, the only thing that is clear is that the patient did suffer a transient ischemic attack. The physician will perform a tee when the patient returns for follow-up. The device remains implanted and the patient is now on coumadin.